Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Attempts were made to obtain additional information but were unsuccessful. This ra lead was surgically abandoned. No additional adverse patient effects were reported.